Event description:
During infusion of chemotherapy, the pt developed a cough. A dye study was done which showed the catheter to be in the lung. The catheter was removed from the lower left lobe of the lung. No other info is known at this time.